Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics and motor noted. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 328 mg/dl. Customer stated they would treat for their blood glucose manually. The customer could not recall any significant events leading to the alarm. Customer also reported the insulin pump was tucked in their bra. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.